Manufacturer narrative:
Correction: section d6b date of explant should have been (B)(6), 2023 in the initial report. This correction is reflected in this additional report 1.

Event description:
Related manufacturer report number: 1627487-2023-02417. It was reported that the patient's drg lead had migrated. As a result, the patient underwent surgical intervention. During the procedure, the ipg became inoperable even after setting it to surgery mode. Troubleshooting was unable to resolve the issue. As a result, the ipg and lead were explanted and replaced during the procedure.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7216110.